Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not turn on. Tried unplugged and re-plugged but failed. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not turn on. Tried unplugged and re-plugged but failed. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was sitting at a black screen. A field service engineer (fse) identified the pyxis bus module controller board as the cause, which was bringing down the entire station. The controller board was replaced, and after rebooting, the station locked up at 15% during a windows update. It was allowed to run for about 30 minutes before reimaging was attempted. The first reimage attempt failed at 99% while validating the image but using a different universal serial bus (usb) successfully reimaged the device. A data sync was performed, and the station linked with the server. Users were able to log in and dispense drugs without any issues. The system functioned as intended after the field service engineer repaired the device.